Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose value was 40 mg/dl. Customer had seizure due to low blood glucose. Customer thinks that the insulin pump was dispensing too much insulin since she was on flight and she had a diabetic emergency. Customer decline troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will return for analysis. The reservoir will not return for the analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08700 inches. (B)(4).